Event description:
It was reported that immediately after initiating ECMO therapy, blood was noted leaking from the gas port of the device. The device was replaced with another from a different lot. Approximately 3cc of blood was lost. (B)(4).